Manufacturer narrative:
The tech found the hi/low drive brake spring was not holding. The tech cleaned the hi/low drive brake spring assembly to repair the bed.

Event description:
The account alleged that the hi/low function is drifting.